Manufacturer narrative:
Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During the processing of this complain, attempts to obtain patient and event information were attempted, but not received.

Event description:
It was reported the patient had their ipg explanted on an unknown date for an unknown reason. The patient declined to give further information.